Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension: upn: (B)(4), model: nm-3138-55, serial: (B)(4), batch: 7070335.

Event description:
It was reported that the patient presented to his physician with wound dehiscence at the site where the extensions were implanted. The physician performed a revision wherein the wound was reshaped. The patient has recovered.